Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: reload would open and close, articulate and rotate; however, would not go into firing mode on idrive ultra stapler. Replaced with new reload and finished case without issue. Corrective action taken relevant to the care of the pt: used another reload and finished case. Pt outcome: case completed. No reinforcement material was used in conjunction with the stapling device.